Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), rash ("skin rash"), urticaria ("hives"), vaginal haemorrhage ("spotting"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") and mood swings ("mood swings"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, rash, urticaria, vaginal haemorrhage, alopecia, fatigue, anxiety and mood swings outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, fatigue, mood swings, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), rash ("skin rash"), urticaria ("hives"), vaginal haemorrhage ("spotting"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety") and mood swings ("mood swings"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, rash, urticaria, vaginal haemorrhage, alopecia, fatigue, anxiety and mood swings outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, fatigue, mood swings, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gerd, premature baby (my daughter was born at 25 weeks in 2007), hypertension, anxiety, depression and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), lisinopril, metformin, minerals nos;vitamins nos (multivitamin and mineral supplement), omeprazole (prilosec) and progesterone (prometrium). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia"), gastrointestinal disorder ("gastrointestinal issues") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and anxiety ("anxiety/psychological or psychiatric problems condition: increased anxiety") and was found to have hormone level abnormal ("hormonal changes describe: very hormonal"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced rash ("skin rash"), dizziness ("neurological conditions or problems type: dizziness,"), memory impairment ("neurological conditions or problems type: forgetfulness") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urticaria ("hives/allergic or hypersensitivity reaction type: horrible body hives/rashes or skin conditions type: full body hives"), mood swings ("mood swings"), the first episode of adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cysts"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: cervical acute and chronic inflammation"), the second episode of adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: small hydatid cyst of morgagni on the right tube") and groin pain ("groin pain"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, fatigue, anxiety, mood swings, hormone level abnormal, menorrhagia, gastrointestinal disorder, migraine, headache, cervix inflammation, the last episode of adnexa uteri cyst and groin pain outcome was unknown, the rash, urticaria and dysmenorrhoea was resolving and the alopecia, dizziness, memory impairment and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, cervix inflammation, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, groin pain, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage, the first episode of adnexa uteri cyst and the second episode of adnexa uteri cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: 1. Persistent filling defect near right cornua. Question small polyp or synechia 2. Normal fallopian tubes bilaterally with free intraperitoneal spill of contrast media. Pathology test - on an unknown date: final diagnosis uterus, cervix, hysterectomy: - acute and chronic inflammation. Uterus, endometrium, hysterectomy: ¿ secretory endometrium. Uterus, myometrium, hysterectomy: - no histopathologic abnormality, fallopian tubes, bilateral, salpingectomy: - paratubal cysts. - essure devices present, bilateral (see gross description). Clinical history pelvic pain s/p essure. Gross description: within the proximal aspect of the fallopian tube is an irregularly kinked metallic wire measuring approximately 4 cm 1n length x 0.1 cm in diameter. Within the proximal aspect is 8 bent metallic coiled wire measuring approximately 4 cm in length x 0.1 cm in diameter.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs+mr received: events hormonal changes describe: very hormonal, abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction type: horrible body hives, migraines / headaches, reproductive system disorder or condition type of disorder or condition: small hydatid cyst of morgagni on the right tube; cervical acute and chronic inflammation; paratubal cysts. Salpingectomy (bilateral removal of fallopian tubes), neurological conditions or problems type: forgetfulness,dizziness, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating, gastrointestinal issues were added. Concomitant drugs, medical history, lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, gerd, premature baby (my daughter was born at 25 weeks in 2007), hypertension, anxiety, depression and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), lisinopril, metformin, minerals nos;vitamins nos (multivitamin and mineral supplement), omeprazole (prilosec) and progesterone (prometrium). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia"), gastrointestinal disorder ("gastrointestinal issues") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and anxiety ("anxiety/psychological or psychiatric problems condition: increased anxiety") and was found to have hormone level abnormal ("hormonal changes describe: very hormonal"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced rash ("skin rash"), dizziness ("neurological conditions or problems type: dizziness,"), memory impairment ("neurological conditions or problems type: forgetfulness") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urticaria ("hives/allergic or hypersensitivity reaction type: horrible body hives/rashes or skin conditions type: full body hives"), mood swings ("mood swings"), the first episode of adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cysts"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: cervical acute and chronic inflammation"), the second episode of adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: small hydatid cyst of morgagni on the right tube") and groin pain ("groin pain"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, fatigue, anxiety, mood swings, hormone level abnormal, menorrhagia, gastrointestinal disorder, migraine, headache, cervix inflammation, the last episode of adnexa uteri cyst and groin pain outcome was unknown, the rash, urticaria and dysmenorrhoea was resolving and the alopecia, dizziness, memory impairment and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, cervix inflammation, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, groin pain, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, mood swings, pelvic pain, rash, urticaria, vaginal haemorrhage, the first episode of adnexa uteri cyst and the second episode of adnexa uteri cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: 1. Persistent filling defect near right cornua. Question small polyp or synechia. 2. Normal fallopian tubes bilaterally with free intraperitoneal spill of contrast media. Pathology test - on an unknown date: final diagnosis uterus, cervix, hysterectomy: - acute and chronic inflammation. Uterus, endometrium, hysterectomy: ¿ secretory endometrium. Uterus, myometrium, hysterectomy: - no histopathologic abnormality, fallopian tubes, bilateral, salpingectomy: - paratubal cysts. - essure devices present, bilateral (see gross description). Clinical history pelvic pain s/p essure. Gross description: within the proximal aspect of the fallopian tube is an irregularly kinked metallic wire measuring approximately 4 cm 1n length x 0.1 cm in diameter. Within the proximal aspect is 8 bent metallic coiled wire measuring approximately 4 cm in length x 0.1 cm in diameter.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.